Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range right ventricular (rv) lead impedance had triggered a lead safety switch on this pacemaker. When the patient was seen in-clinic recently, rv impedance was greater than 3000 ohms in bipolar configuration and there was no capture. In unipolar, impedance was within normal range. Some reproducible noise was reported in unipolar. No adverse patient effects were reported; the patient is not pacemaker dependent. Boston scientific technical services (ts) discussed programming to optimize device behavior and noted that monitoring or investigating further was at the physician¿s discretion. The field representative reported that the rv lead would be left programmed to unipolar. This device remains in service.